Event description:
Revision surgery - due to a massive rotator cup tear. The surgeon converted from a hemi to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to address instability the patient developed after 3.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the ninth complaint for this product: four for stability/poor joint issues, three due to trauma, and two due to pain. This is the first complaint for this lot number. The root cause for the instability was most likely caused by the rotator cuff tear. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.